Manufacturer narrative:
Evaluation of the returned velocity delivery microcatheter (velocity) confirmed a fracture near its proximal end. Due to lack of signs of torquing or stretching at the fractured location, this damage was likely due to a kink that worsened to a fracture. If the velocity is mishandled at an angle during retraction, damage such as a kink and subsequent fracture may occur. Further evaluation of the velocity revealed a kink near the proximal end, and the coil winds were not present on the proximal fractured segment. This damage was incidental to the complaint may have occurred post procedure and during packaging for return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a penumbra system red 62 reperfusion catheter (red62), a non-penumbra guide sheath, and a guidewire. The physician advanced the velocity and red62 together over the guidewire to the face of the clot. The velocity and guidewire were then retracted from the red62 when the velocity fractured. The physician manually retrieved the fractured velocity and guidewire together by hand. The procedure was completed using a new velocity and a new aspiration catheter. There was no report of an adverse effect to the patient.